Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m plus blood collection tubes 7 consecutive tubes underfilled. Patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: phase: in the process of using the product defect: the tube had low draw issue, blood cannot be collected, and blood cannot be collected from 7 consecutive tubes. Quantity: 7 pieces. The above 7 sticks were all used on the same patient at the same time, and 7 sticks were picked continuously without bleeding, and the department of this batch number has all returned it.

Manufacturer narrative:
Investigation summary: bd received 3 photographs from the customer in support of this complaint. The photos were evaluated and the issue of underfill was observed. Additionally, 20 retained samples were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers¿ indicated failure mode based on the attached photographs although, testing of retained samples from this lot number did not confirm the reported defect. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.